Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported having a loss of stimulation from not using their stimulation for a while; almost a month ago. The patient was in a car accident on (B)(6) 2017 right after having a doctor¿s appointment and ¿everything got screwed up with their stimulator¿. The patient¿s doctor checked the ins and an x-ray of the leads was done which indicated everything was fine. The patient saw a ¿call doctor screen¿ on their patient programmer on (B)(6) 2017. The patient checked their device with their patient programmer which showed that the stimulation was off. The patient turned their ins off with their recharger and was able to turn the stimulation on/off with their patient programmer. The patient noted having a programming appointment with their manufacture representative (rep) next week. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.